Event description:
Lifescan received a report that a patient experienced hypoglycemic episode while using a surestep meter. Patient has been using the ss meter for two weeks prior to this report. Patient had reported difficulties with providing enough blood for the ss meter. On event date evening, patient had a blood glucose of 257mg/dl on the ss meter. Patient took 2u of humalog insulin per sliding scale. After about 45 minutes, patient felt funny and experienced shaking and twitching. Pt was given a regular soda to drink, which alleviated their symptoms. No allegations of harm have been made.